Manufacturer narrative:
D3 (manufacturer fax) has been omitted from the initial mw. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Anemia/major bleed/hematuria: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An 82-year-old male with an acute myocardial infarction and cardiogenic shock (pre support clinical status consistent with scai stage c) was supported with an impella cp device placed on (B)(6) 2026 via right femoral arterial access. Overnight, the attending physician was called due to red tinged urine. Echocardiography demonstrated that the pump was positioned deep in the left ventricle, and the device was subsequently repositioned successfully. Despite repositioning, the patient continued to have red urine the following morning. Plasma free hemoglobin was drawn and resulted at <5 mg/dl, with a hemoglobin level of 7 g/dl. The patient was also noted to have bloody stools, and 1 unit of prbcs was administered twice. The clinical team determined that the patient did not experience hemolysis, as pfh was <5 mg/dl, and the hematuria was attributed to a traumatic foley catheter. The impella was explanted on (B)(6) 2026 and the patient survived.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included removal of mechanical interaction with blood and hemolysis and addition of hematuria. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. Correction. D1 brand name has been corrected accordingly.